Event description:
The customer reported regarding issues during prime/rewind. The blood glucose reading was 122mg/dl. Troubleshooting was performed, and the caller mentioned that the insulin pump was dropped awhile ago. The customer stated that the insulin pump alarmed and the drive support cap was sticking out. Advised the customer that the device would be replaced and revert to back up plan. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.